Event description:
Hcp reports the patient presented in 2002 with sudden severe pain at the "braline." It was noted that the patient was having symptoms of withdrawal including nausea, vomiting, and positional headaches. It was determined the patient had a fractured catheter at the point where it left the pump. The following month the patient had a catheter revision. Three months later, both the catheter and pump were electively removed. The patient was doing fine at the last office visit 13 days later.